Manufacturer narrative:
Other relevant device(s) are: (catalog number etlw1624c124ee, serial number (B)(4), use by date 2019-05-24 and upn# (B)(4), (catalog number etlw1620c124ee, serial number (B)(4), use by date 2019-03-20 and upn# (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 65.2mm in diameter; the aortic neck was 26.5-29mm in diameter from proximal to distal with a length of 9.6mm and 65-degree angulation. Aptus endoachors, an endurant cuff and distal extensions were implanted. It was reported that the imaging showed that there was migration and type ia endoleak of talent stent graft. The endoanchors and the endurant cuff were implanted to treat the migration and type ia endoleak of the talent stent graft. The patient had a fever, cold shivers, suspicion infection seroma of the left groin. The investigator assessed this event as related to the index procedure at the time of the aptus endoanchor implant. The patient was given medication and was hospitalized. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the bifurcate migration could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. Review of CT¿s from 11 years, 8 months post-implant revealed that a talent bifurcate was positioned ~25 mm below the lowest right renal artery, but appeared well opposed radially into the 5 ¿ 10 mm of remaining proximal neck. No appreciable calcification or thrombus was observed. The aortic body (which was essentially straight) was angulated ~35 deg relative to the infrarenal neck, and 60 deg max l-r relative to the iliac limbs. The neck diameter just below the lowest renal artery measured ~29 x 27 mm, and the bifurcate proximal od measured 30 mm. The max diameter aaa measured 64 mm, and no endoleak was observed. It is possible that the migration was caused by disease progression (neck dilatation) and/or aneurysm morphology changes (neck angulation). The cause of the reported patient fever, cold shivers, and infection seroma of the left groin occurring 9-days after the endoanchor and aortic cuff implant also could not be determined. Films during and post-intervention were not available. Per the investigator¿s assessment, these events were likely related endoanchor implant procedure. If information is provided in the future, a supplemental report will be issued.